Event description:
Update 04/05/2013 - report from the field was received regarding the revision, which included part and lot information, and also indicated that the cup was also removed litigation alleges that the patient suffers from pain, discomfort, inflammation, limited range of motion, and toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.